Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer had a keypad anomaly. The customer's mother stated their up arrow button was unresponsive. Customer's blood glucose was 231 mg/dl. The customer's mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked, bleeding and physically damaged lcd glass. Unable to verify button keypad issue due to cracked and bleeding lcd glass. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.